Manufacturer narrative:
The insulin pump was received with dog chewed marks at reservoir tube lip, cracked end cap, cracked belt clip slot at battery tube threads area, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had broken reservoir compartment. The customer stated that the dog chewed on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.